Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the suture passer broke inside the patient. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The lot device history record for the subject lot could not be reviewed as the lot number was not provided. Upon review of the complaint, the complaint description which states" suture passer broke inside of patient" could not be confirmed as nn life sciences has not received the subject device for analysis.

Event description:
It was reported that the suture passer broke inside the patient. The patient's condition is unknown at this time.